Event description:
An authorized third party service provider (asp) contacted ventec to report that the device they were evaluating was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01201-000. Section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 08/08/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: ventec reached out to the authorized service provider (asp) requesting an update on the device servicing and investigation, as ventec had not received any further correspondence from the asp regarding this device since the issue was initially reported. The asp responded to ventec, advising that they had "no failing services for this device". No further information was provided. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.